Event description:
Bbruan pump keep alarming due to air in line. Priming per instruction from the pump done. Still beeping. Changing IV tubing several times done - still beeping. IV methotrexate is the drug infusing to this pump and it is very risky to keep opening the pump to flick the air. Exposing staff to hazardous drug unnecessarily.